Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient thought they may have had a heart attack. Nevro attempted to obtain additional information regarding the possible heart attack but was unsuccessful. The patient continues to use the device and there have been no reports of further complications regarding this event.